Event description:
Device issue: detachment of device component. Time of device issue: during procedure. Adverse event: none. It was reported that while advancing the bmw guide wire through the guiding catheter, the guide wire tip went into the side hole of the guiding catheter and became stuck. There were no reported adverse pt effects. No additional info was provided. During return device analysis, a separated shaping ribbon was observed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.